Event description:
It was reported that during a thyroidectomy procedure, the device did not coagulate and emitted a strange noise. Unknown how the case was compelted. There was no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. No activation issues were noted. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionally of the device while cutting the test media. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.